Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension set was leaking. This event occurred during the initial drain while the patient was connected. The care giver stated that it was placed on correctly and that it looked like there was a defect on the extension line. The technical service representative assisted the care giver in ending therapy and removing the cassette. The care giver indicated they would start over with all new supplies. On a follow-up call by product surveillance the care giver stated they had noticed during set up that the rim around the luer connector looked smashed; the care giver continued to set up with the supplies. The care giver had noticed the leak during fill one and taped over it. Product surveillance advised the care giver to always set up with new supplies if a leak occurred, and reviewed proper aseptic procedure with the care giver. The care giver advised that when the homechoice advanced to drain, the leak persisted. The care giver could not determine the cause of the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.